Event description:
On (B)(6) 2010, canon medical systems (cms) received a call from a cms dealer regarding cxdi-60g sensor panel with an issue of "unexpected study info." A pt identified above had images assigned to the exam of another pt. There is the potential for the filing of pt images under another pt's name when sent to pacs.